Manufacturer narrative:
There is no indication of any device malfunction and the original ipg and leads remain implanted and in use. There are no reports of any component migration. The communication issues experienced appear to be related to the initial positioning of the ipg beyond the recommended depth for optimal communication at the time of the implant.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 targeting the cluneal nerve on the right side only. The implantable pulse generator (ipg) was implanted in the lower back area using fluoroscopy imaging. Upon activation of the system it was discovered that the ipg was not maintaining consistent communication with the external therapy discs, thus leading to inconsistent therapy and inadequate pain relief for the patient. On (B)(6) 2025 a surgical revision was performed to move the existing ipg 1-2 inches laterally, to a more flat and superficial position on the right side of the spine, to correct the communication issues.